Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval the pt pulse line (+pp) was reading out of specified range. The cause of the defective pulse line is poor solder connections at both +pp lines inside the distribution node (dn). The root cause of the poor solder cannot be positively identified but is likely assembly error. No adverse event resulted from the poor solder connections. The last pt to use this electrode belt did not report any deficiencies.